Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that loss of prime warnings following an empty cartridge alarm were recorded. The user had not primed the pump within three minutes after the empty cartridge alarm. No battery cap was returned with the pump. A test battery cap was used to complete all testing. The cartridge cap was returned with the pump and was used to complete all testing. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no moisture or corrosion was found inside the pump. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked form the case seal to the grip pad. Also unrelated to the complaint, evaluation revealed that the display was faded and discolored. The complaint that the pump was unable to prime was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.